Event description:
Tech services cleaned the pump side in-line connector and there were no driveline power faults following the cleaning. It was also reported by the site that the proximal modular cable was corroded.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Manufacturer narrative:
Section a4: patient weight was not provided. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported the patient had a new driveline power fault alarm. Log files were submitted for review and confirmed driveline power b faults on (B)(6) 2024. The driveline data drifted enough to trigger the alarm but then returned to normal.

Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log files confirmed driveline power fault alarms that were indicative of corrosion caused by fluid ingress at the inline connector of the driveline. A specific cause for the event could not be conclusively determined through this evaluation. Review of data in the submitted log files confirmed driveline power fault alarms on (B)(6) 2024, (B)(6) 2024, and (B)(6) 2024. The system otherwise appeared to be operating as intended, and there were no other notable alarms active in the reviewed log file data. The patient remains ongoing on (B)(6) with no further reported issues at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C is currently available. Section 6 ¿patient care and management¿ cautions to keep the driveline exit site as clean and dry as possible and contains a subsection on ¿caring for the driveline exit site.¿ section 6 warns ¿do not allow patients to swim or take tub baths while implanted with the left ventricular assist device. Patient immersion in water or liquid may cause the pump to stop. Never submerge the driveline, modular connector, system controller, or any external system components (such as the power module, the mobile power unit, batteries, power cables, or battery clips) in water or liquid. Submersion in water or liquid may cause the left ventricular assist device to stop.¿ section 7 ¿alarms and troubleshooting¿ describes alarm conditions as well as the appropriate actions associated with them. Section 8 ¿equipment storage and care¿ states: "as needed, clean exterior surfaces of the driveline cables with a damp, lint-free cloth. If more aggressive cleaning is needed, use warm water and mild dish soap." The heartmate 3 lvas patient handbook, rev. D, is currently available. Section 1 ¿introduction¿ warns that the system components must be kept dry. Never take tub baths or go swimming while implanted with the pump. Section 4 ¿living with the heartmate iii¿ contains information regarding how to clean and care for the driveline and driveline exit site. This section also instructs ¿never put the driveline, system controller, or any external equipment (such as the mobile power unit, batteries, power cables, or battery clips) into water or liquid. Immersion in water or liquid may cause the pump to stop.¿ section 5 "alarms and troubleshooting" outlines system controller alarms as well as how to respond to each alarm condition. The current revisions of the instructions for use (IFU) and patient handbook can also be found on the electronic IFU (eifu) page of the abbott website. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was additionally communicated that the patient returned to the clinic on (B)(6) 2024, and their modular cable and system controller were exchanged. The periodic log file from the original controller confirmed the driveline power faults. The driveline power fault did not return after the exchanges. It was additionally communicated on (B)(6) 2024 that the patient arrived at the emergency department on (B)(6) 2024, and log file review was requested. The log files confirmed driveline power b faults on (B)(6) 2024.